Event description:
Customer reported a pt who developed blisters after the third lightsheer hair removal treatment to the back of the neck. Lumenis recommended that customer not use the unit for add'l treatments until the device was assessed in the service depot. Pt had 2 prior lightsheer treatments, parameters are reported in b6 below. During the 2005 session, ice was applied pre- and post-treatment and the pt still reported discomfort; staff gave the pt numbing cream to apply prior to the third lightsheer session. Approx two moths later following lightsheer treatment, the pt called on the next day to report burns, and on the following day to report blisters. The spa's medical director assessed the pt on one day later and reported that each pulse of the laser had produced a blister; some of the blisters had ruptured; skin, especially the right side, was darkened. The medical director applied a sterile dressing and advised topical antibiotic and prescribed oral antibiotic.

Manufacturer narrative:
The pt applied numbing cream and the lightsheer operator continued at a more aggressive output, even though the pt reported discomfort at the previous treatment at the more aggressive fluence. This appears to be the root cause of the incident. The pt denied sun exposure. No further conclusion can be drawn regarding the pt's inability to tolerate the utilized fluence of 30-31 joules, which is consistent for the reported skin type with the physician recommended fluences for treatment with the ligthsheer et. The lightsheer system was within specifications and the cooling system was working properly, per the service depot. The service depot replaced the encapsulated tip assembly because the reflective stainless face plate was loose, but put the service depot, this did not contribute to the reported injury.